Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2003 the patient, in a pre-op screening, underwent an EKG and various labs. On (B)(6) 2003 the patient presented with increasing pain in back and both legs and the pre-operative diagnosis of herniated dick and diskogenic back pain, l5-s1, status post previous fusion l2 to l5. The patient underwent surgery which consisted of a re-exploration of fusion, l2 to l5; removal of instrumentation and replacement, l4-5; segmental fixation, l4 to s1; lumbar laminectomy, l5-s1, and discectomy bilaterally; anterior osteotomy, l5-s1; posterior osteotomy; iliac bone graft; posterior lumbar interbody fusion, l5-s1, with bilateral cages; use of bone morphogenic protein; and posterior lumbar fusion, l2 to l5. Per the operative report" we filled the cages with bmp and autograft. We applied abundant autogenous bone anteriorly to the decorticated endplates of ls and s1, and we applied bmp sponges as well in this position. We then inserted the bmp and autograft laden titanium mesh cages. The remaining autograft bone was applied over decorticated posterior elements, extending from l4, across l5, to the sacral ala. Autogenous bone was placed in the initial layer against the bone, followed by bone morphogenic sponge, followed by a second layer of autogenous bone, achieving a sandwich or fajita construct. Note there had been some concern that there was pseudoarthrosis at l4-5 but on evaluation the fusion appeared solid. Fluoroscopy, imaging, and sensory monitoring were utilized intra-operatively. No patient complications were reported. Post-operatively the patient was reported as having significant incision pain and was not doing well on morphine. The patient was switched over to dilaudid. On (B)(6) 2003, the patient underwent lumbar x-rays which showed post anterior and posterior fusions from l2 to s1 with pedicle screws and spinal rods extending from l2 to s1 as well as a bony posterior fusion. There were bone plugs at disc spaces l2-l5 and two cage prosthesis at l5-s1 from anterior fusions. The patient also underwent a venous duplex lower extremity bilaterally which demonstrated no evidence for deep venous thrombosis. On (B)(6) 2003, the patient was discharged from hospital.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.